Event description:
Customer reported that pump would time out every day while unlocking. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined a callback.